Event description:
Event 1: IV pump alerted battery failure and turned off. Event 2: baxter spectrum pump says battery alert, was plugged in. Event 3: IV pump displaying battery failure in an empty room. Event 4: battery issue -- directed to disconnect battery and connect to power source. This involved 4 separate infusion pumps.